Event description:
It was reported that this right atrial (ra) lead exhibited noise. Subsequently, a revision procedure was performed and this lead was surgically abandoned. No additional adverse patient effects were reported.